Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: patient interface nim4cpb1 nim 4.0, serial/lot: unknown, img code: g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left thyroid lobectomy, the nim vital voice stimulated emg did not work (it did not announce the value of the amplitude of the nerve response like it's supposed to) the threshold was set at 100 at this time and the response came in above the threshold (exact value was not documented) the first time they stimulated the nerve and received the response with the monopolar probe. The voice stimulated emg worked with all remaining responses where they used the monopolar probe. There was no patient impact.

Event description:
Additional information received, there issue occurred once and did not occur again.

Manufacturer narrative:
H6:previous code d14 and d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.